Event description:
It was reported by the sales rep that the device and reload were used during a surgical procedure. It was reported that the device was making a "rattling" sound during the 3rd firing. The staple line misformed. The case was completed without a patient's consequence.